Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for routine follow up. Upon interrogation, it was noted that right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was explanted and replaced. The patient was stable before, during or after the procedure.